Event description:
Caller reported an issue with the insulin gauge on the pump displaying an amount different from what was expected. There was no adverse impact to the customer¿s blood glucose level. The caller was assisted in reloading the same cartridge, and a new cartridge was loaded to resolve the discrepancy in insulin levels. Technical support guided the customer through the process, and the original cartridge was set to be returned. The customer was able to continue insulin delivery through backup therapy and was informed on how to return the problematic pump. The issue was resolved.